Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "textured implants." This record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" and "textured implants." This record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" and "textured implants." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed 1 opening assessed as surgical damage. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. As per the investigation procedure creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.